Manufacturer narrative:
Date of event: the exact day is unknown, however it was stated during (B)(6) 2017. If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there were cracks at the tip of the cartridge during loading of the intraocular lens (iol). Reportedly, the issue occurred when the doctor pushed the piston forward to last click. No patient involvement or injury was reported. The device was discarded by the customer and another lens was used. No further information was provided.